Event description:
It was reported a patient underwent a custom total hip arthroplasty on (B)(6) 2013. The custom component plan included ten holes in the acetabular component, three of which were planned to be in the dome of the acetabular component. However, the dome did not have any holes. The acetabular component was used to complete the procedure by affixing the sides rather than through the holes in the dome.

Manufacturer narrative:
Device is a patient-matched implant and only one unit for this lot was released.